Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. The lead was explanted and replaced during a routine device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation exposing the outer coil at 4.6 cm from the connector pin.